Event description:
The pt had tortuosity present in the common iliac arteries. Once the contralateral iliac leg graft was placed, it was noted that the graft was short of reaching the desired landing site. Since the landing zone needed to be extended, an iliac leg extension was placed on the contralateral side distal to the iliac leg graft. Placement was good. Final angiogram did not reveal any endoleaks.